Manufacturer narrative:
Conclusion not yet available, evaluation in process.

Event description:
The customer reported a documented account of a 14f introducer sheath kink initiated this investigation.

Manufacturer narrative:
The device was returned for analysis. The device history record (DHR) for this lot was reviewed. The DHR review identified three (3) damaged boxes during final packaging of this lot. A review of complaints against this lot number identified one (1) additional complaint. Returned device analysis reveals one (1) 14f abiomed introducer sheath that is within manufacturing specifications. Upon evaluation of the returned product, it was found that the introducer most probably had extreme diagonal force (determined by the stress marks) to the introducer. The diagonal force translated stresses to the mid-section of the introducer which caused it to kink. The stress likely also caused the structural integrity of the length of the sheath along the score-line to give way and collapse. In addition the scrape marks on the introducer tip denote calcification of the patient which may have also stressed or weakened the introducer causing it to fail. Force applied during the procedure likely exceeded the capacity of the design of the introducer. There are no manufacturing rejects or anomalies of this type recorded in the device history record. The introducer and dilator passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical testing. The potential effect to patient for the reported failure may be related to: device is difficult to use and the procedure is delayed, and possible tissue damage. Potential cause(s) for the reported failure may be related to: improper or damaged extruded parts, improper introducer manufacturing, improper or damaged packaging. A review of the risk for this failure mode identified the risk to be medium. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. According to the abiomed introducer sheath in-process and final inspection procedure, qa performs this inspection 100%: with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages.